Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was squirting while priming and the insulin pump was slower and louder while rewind. The customer¿s blood glucose level was unknown. The customer also reported that there were small scratches on the screen, top of the insulin pump was worn, battery was supposed to be changed more often and there were unexplained no delivery alarms. The insulin pump will not be returned for analysis.